Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise that was most likely due to interaction with an old capped lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.